Event description:
It was reported that a sheath kink occurred a watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds through the was, the physician felt physical resistance. At this time, the wds was removed from the patient and a new device was selected for use. No noticeable damage was observed to the removed wds. A new 24mm wds was prepped an inserted into the was without incident. The 24mm watchman laa closure device was successfully deployed and implanted. Upon removal of the devices, a kink was noted to the access system. No patient adverse patient events occurred.